Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1-1/2 years due prosthetic aortic valve endocarditis. Per the op report, the valve had multiple vegetations in all three leaflets. The valve on close inspection had a dehiscence in the left noncoronary area. The explanted device was replaced with a 21 mm edwards magna ease pericardial valve. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received, all three leaflets had vegetation in the cusp areas on the outflow and inflow aspect. Observations are consistent with infection as described in initial report. Vegetation restricted mobility in the leaflets and led to stenosis. Host tissue was minimal to moderate at both the stent inflow and stent outflow. Evaluation of the subject device confirmed the reported endocarditis. There is no change in the original conclusion of this event. No corrective or preventative actions are required at this time.